Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set did not flow and the female connector (dark blue) separated from the main body (light blue) of a transfer set. The issue was further described as, ¿the patient came into clinic as night prior treatment could not run¿. Upon attempting to flush the pd catheter at the clinic and upon disconnecting it from the pd flush bag, the dark blue part started to ¿unscrew¿ from the light blue part of the pd transfer set. The patient reported ¿it had been doing that¿ and that the patient would have to watch and be careful so that it would not come unscrewed. The transfer set was replaced with a new pd transfer set. This was identified during use on a patient for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body and there was no evidence of solvent observed. The reported condition was verified. The direct cause was determined to be manufacturing related caused by no or inadequate solvent to the insert chip and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.